Manufacturer narrative:
H.3. Evaluation summary co noted a small crack on the top of one of the set screws but observed no cracks in the ICD header. Co attached pacing leads to the ICD, submerged it in saline solution to replicate body fluid, and manipulated the ICD. No noise was observed on real-time electrograms. Co then placed the ICD in a chamber which replicates body temperature and performed an electrical life test with no errors. The ICD performed according to specifications. It is unknown if the crack in the set screw would cause fluid ingress into the ICD header.

Event description:
The pt went into surgery on 1/17/97 for a lead revision to address noise that had been observed during a follow-up visit. Upon removing the ICD from the pocket, the surgeon noted that the set screws on the header were loose so he tightened them and re-imaplnted the ICD without revising the lead. Shortly thereafter the pt received several shocks due to lead noise. The surgeon re-opened the pocket, observed fluid in the header, assumed there may be a crack in the header and decided to explant the device and implant a new rate sense lead.